Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the electrode - adapter - lead wire. The patient's skin irritation consisted of burning (sensation), general redness, rawness- open skin, and scabbing. The patient did seek medical attention about the skin irritation and was prescribed a prescription medication. Engineering evaluation was unable to be performed as the electrode - adapter- lead wire was not returned. The electrode - adapter - lead wire is for single use and is disposed after use; therefore, it is not likely to be returned. The patient did follow instructions for skin preparations and does not have an allergy or sensitivity to metals or adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the electrode - adapter - lead wire. The patient's skin irritation consisted of burning (sensation), general redness, rawness- open skin, and scabbing. The patient did seek medical attention about the skin irritation and was prescribed a prescription medication. The patient did take a break in service from wearing the patch when experienced the skin irritation. The patient did follow instructions for skin preparations and does not have an allergy or sensitivity to metals or adhesives.